Event description:
Customer states that mechanism locks up and this is the 2nd pair with this lot number he has had an issue with. Replaced leg rest hanger under warranty. No injury alleged.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model t94he, serial number/date code (B)(4) is approximately 6 months old. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the mechanism for the legrest locks up. The dealer confirms allegation the leg rest mechanism locks up. The issue is resolved by replacing the warranted part for the customer. The legrest lock up is a potential fall injury.